Manufacturer narrative:
B5: added updated clinical review . H6: omitted code a160105 and added code a0709.

Event description:
An impella 5.5 device was inserted surgically into the aorta in a 66-year-old female patient with a past medical history of hypertension, coronary artery disease (cad), and hyperlipidemia, presenting in scai stage d shock, on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: coronary artery bypass graft (CABG) x 3. While the patient was in the intensive care unit (ICU), the impella position unknown alarm was on. In addition, the patient was in atrial fibrillation. Amiodarone was started. After four days on support, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-2 at 1.6l/min as intended. Arrythmias may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and improper device position. Note bod

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The us complainant reported that there was arrhythmia and a false alarm/buzzer during impella 5.5 patient support. While on support, there was a white advisory for impella position unknown. To resolve the issue, the abiomed representative showed the nurse how to adjust the left ventricle signal. Additionally, the patient had atrial fibrillation and was treated with amiodarone. The patient survived.